Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received inappropriate shocks in the primary vector and secondary vector due to oversensing. There were one or two appropriate shocks that converted the tachy rhythm to sinus. The plan is to possibly perform a revision in a few days. Additionally, the patient had passed away which was not related to boston scientific products or due to any heart problems. According to dr. (B)(6), the patient had block renal and other diseases that contributed to the patients death. The device will not return for analysis. No further information is available.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received inappropriate shocks in the primary vector and secondary vector due to oversensing. There were one or two appropriate shocks that converted the tachy rhythm to sinus. The plan is to possibly perform a revision in a few days. Additionally, the patient had passed away which was not related to boston scientific products or due to any heart problems. According to dr. Saleh, the patient had block renal and other diseases that contributed to the patient's death. The device will not return for analysis. No further information is available.